Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that treatment with vancomycin (2 grams) and ceftazidime (1.5 grams) were discontinued. The ceftazidime dose was changed to 1 gram, every 24 hours, intraperitoneally for ten days. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin (2 grams) and ceftazidime (1.5 grams) for peritonitis. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.